Event description:
Procedure: thoracoscopy. According to the reporter: the bronchus was transected, but staples did not close. The surgeon converted to a thoracotomy to close the bronchus. The stapler worked fine on all other loads.

Manufacturer narrative:
Initial report sent to FDA on 08/11/2009.